Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while the device was being used on the gastric tissue. It functioned correctly clamping down on the tissue. The green button remained solid with no flashing, and the load indicator was white rather than gray. The load could not be fired. Upon inspection, it was noted that the proximal end of the reload had staple legs slightly protruding indicating that the load was partially fired. It was not fired accidentally at any stage. A new device was used and opened to complete the case. There was no patient injury.